Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height (fh) railing was broken on one side. A field service engineer (fse) confirmed that the drawer 5 rails were damaged and that does not open all the time. So, the fse replaced the drawer slide, retractor band, then reseated all the cables and wires. Then rebooted the device. Further verified operable in hardware test application, completed test and launched the app, then allowed the escort to access pyxis. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the railing on the right side was broken, and the drawer had collapsed down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.